Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault on start-up prior to patient use. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a component failure, specifically the pt800 transducer failed. This issue was addressed with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.